Event description:
The catheter was placed for the ptgbd due to acute cholecystitis in 2005. Forty days after placement when the physician was changing the dressing, he noticed the distal portion of the catheter had separated, migrating into the liver. The next day the separated portion was surgically removed, resulting in the scheduled laparotomy being rescheduled.

Event description:
The catheter was placed for the ptgbd due to acute cholecystitis on april 2005. On june 2005, (40 days after placement) when the physician was changing the dressing, he niticed the distal portion of the catheter had seperated, migrating into the liver. On june 2005, the seperated portion was surgically removed, resulting in the scheduled laporotomy being rescheduled.